Event description:
Event description cpi received information that the patient with this endotak transvenous defibrillation lead had a left hemothorax, a chest tube was placed in her chest. One day later the endotak lead dislodged, the patient was experiencing high pacing threshold measurements. The lead was repositioned.